Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer states he tested 31.5 mmol/l and 8.9 mmol/l within 10 minutes on the aviva system and administered humalog based on the result of 31.5 mmol/l. 10 minutes later customer reported low blood glucose symptoms. He was taken to the hospital and treated with an unspecified injection. Low blood glucose symptoms improved and customer was released from the hospital 4 hours later. Requested return of suspect device.